Manufacturer narrative:
Concomitant medical products: lead model 3093-28, serial #(B)(4), implanted: (B)(6) 2011, explanted: unknown; lead model 3093-28, serial #(B)(4), implanted: (B)(6) 2007, explanted: unknown; ins model 3058, serial #(B)(4), implanted: (B)(6) 2007, explanted: unknown; programmer model 3037, serial #(B)(4); programmer model 3037, serial #(B)(4).

Event description:
It was reported that the physician elected to replace the lead due to the patient experiencing a loss of symptomatic relief.